Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Vivigen study: it was reported that an adverse event of increased neck pain with weakness in neck was reported for patient (B)(6). Date of onset: (B)(6) 2018 previous complaint for this subject: legacy complaint (B)(4).

Manufacturer narrative:
(B)(4). Clinical study report received on 10/19/2018. Report was reviewed. Report states that the event is not considered to be a serious adverse event. The issue is not life threatening. The patient did not experience disability or permanent damage. There was no required intervention to prevent permanent impairment or damage. It has been determined that the event is not related to the plate. As such, this is considered a non reportable event.